Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart. A cold reset was performed. Test, rewind, basic occlusion, occlusion, prime/ compromised force sensor system and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. The customer¿s blood glucose level was 202 mg/dl at the time of incident. The product will be returned for analysis.